Event description:
Patient reported experiencing elevated blood glucose, 537 mg/dl. Patient self-treated with insulin injection, but blood glucose level remained high. Patient went to emergency room and received an unknown IV and insulin through the IV tube. Patient was released from the emergency room when blood glucose was reduced to a normal level.